Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 273 mg/dl. Troubleshooting was performed and the programming on the insulin pump was correct. The customer stated that she had changed infusion set. The lead screw test was attempted twice but neither the customer nor her nurse could find the indicator mark on the lead screw to verify that the lead screw was rotating properly. During troubleshooting on infusion site or set problems were found. The customer stated that she is inserting with the insertion device and has not experienced any bent cannulas.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.